Event description:
Status post bilateral subglandular inframammary gels (unknown type, size, MFR) for augmentation. Pt complained of firmness and some decreased size for years. Pt fell on left breast in 1994 and in last 2 weeks it has rapidly decreased. MRI showed bilaterally intact. In addition, pt complained of systemic problems, including arthralgias (positive am stiffness)/myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturbance, swelling, sore throats, elevated baseline temperature, hot flashes/chills, headaches, temporomandibular joint disease, visual disturbance, dizzy spells, memory problems, hair loss, oral sores, sensitivity to sun/cold (positive raynaud's)/chemicals, shortness of breath/chest pains, costochondritis, choking sensation, weight gain, gi/gu disturbance, pt is otherwise healthy.